Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided device imagery revealed one strut bent outward at the inflow side, which had punctured through the sheath liner. The complaint of frame damage was confirmed based on the provided and relevant imagery. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the sapien 3 ultra/sapien 3 ultra resilia valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failure, such as valve frame damage or compromised sheath and delivery system component, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. In this case, the available information suggests procedural factors (high push force) likely contributed to the event. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side carotid tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, there was difficulty inserting the 29mm commander delivery system (ds) through the 16fr esheath+ and it became stuck at the sheath shaft. Ultimately, the esheath+ became slightly kinked and it was noted that the valve had a bent strut. The perceived root cause of the event is the angle of esheath+ insertion as well as the esheath+ being too distal outside the carotid, as it needed to be deeper in the artery. The devices were removed as a single unit and replaced with a second 16fr esheath+, 29mm commander ds and 29mm s3ur. The second valve was successfully implanted and the patient was in stable condition. According to the provided device imagery, the bent strut had punctured through the seam of the esheath+.